Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted as the lead was damaged when the splitter got caught on the delivery catheter and/or the lead itself during the slitting process. Also, this lead will be returned. There were no adverse effects to the patient reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.